Manufacturer narrative:
(B)(4). The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire core wire was broken towards the distal portion. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, undue force likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when inserting the catheter, there is difficulty in advancing the guide and when removing it after passing the catheter, it does not come out completely and is verified with a chest x-ray that shows right pneumothorax and the presence of a foreign body in the upper right third of the chest. A surgical procedure was performed to remove the wire. Additional information: a second wire was used on this patient which fractured. It was removed completely from the patient but was deformed. (Associated to this complaint). The patient was reported to be in good health. Associated complaints (B)(4).

Event description:
It was reported that: when inserting the catheter, there is difficulty in advancing the guide and when removing it after passing the catheter, it does not come out completely and is verified with a chest x-ray that shows right pneumothorax and the presence of a foreign body in the upper right third of the chest. A surgical procedure was performed to remove the wire. Additional information: a second wire was used on this patient which fractured. It was removed completely from the patient but was deformed. (Associated to this complaint). The patient was reported to be in good health. Associated complaints 3006425876-2024-00161 and 3006425876-2024-00160.

Manufacturer narrative:
(B)(4). The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire core wire was broken towards the distal portion. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, undue force likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.